Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgical stapling on a laparoscopic procedure, it was stated that the surgeon was able to press the green button but not able to squeeze the handle and the device did not fire. Another stapler was used to complete the case. There was no patient injury.